Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented bone type IV.